Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. There was no impact to the customer's blood glucose level. Reportedly, the customer filled the cartridge past the 3ml mark on the syringe. Tandem technical support recommended to change out their supplies.